Event description:
The customer reported that the gastrointestinal videoscope exhibited intermittent image loss when connected to the video tower, with the image appearing upon connection and then randomly disappearing. The issue was identified during an diagnostic esophagogastroduodenoscopy (egd) procedure and the procedure was completed with an olympus back-up device. There was a 30 minute procedural delay and no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.